Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Informed me of a stryker knee revision where he requested a poly exchange. During surgery he discovered that the poly was worn posteriorly. He was unsatisfied with stability after a trial so extracted the femoral component.